Manufacturer narrative:
Initial reporter address: (B)(6). The actual devices were not available, however, a photograph of one sample was provided for evaluation. The photograph was visually inspected which observed a minicap in an open pouch with the sponge (foam) separated from the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were found dislodged from fifteen (15) minicaps. This was discovered before use of the devices for peritoneal dialysis. There was no patient injury, or medical intervention associated with this event. No additional information is available.